Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited a fault code 06 after the patient received one therapeutic shock that converted a tachyarrhthymia. Consequently, an hv lead integrity test was unable to be performed. A fc 06 indicates freeze timeout-hv fire fault. The therapy circuitry was unexpectedly reset following the shock.